Event description:
The monitor was reported to "lose power" and the display went blank. When inspected, the power cord was found to be detached from the back on the mp30 monitor, causing it to go into battery mode. After time on battery mode, the unit will eventually lose power and stop operating. The ac power indicator works but, it is not obvious when the power cord is unplugged and operating on battery power. A more visible indication of this is advised, as well as an audible tone when the battery becomes low, instead of simply shutting off the monitor. There appear to be two opportunities for improvement. Attaching the power cord to the device is not advised because that would introduce a new set of problems with the potential for monitor being pulled from mount and getting the power cord caught in a stretcher.